Event description:
It was reported that the max button on device did not work. A second device was used to complete case with no pt consequence. No other case info available. No pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.